Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed, entitled: "delta iii reverse shoulder arthroplasty in the treatment of complex 3- and 4-part fractures of the proximal humerus: 6 to 42 months of follow up", by georg mattiassich, et al., published bmc musculoskeletal disorders 2013, 14:231. Study consisted of 32 patients who underwent primary reverse shoulder arthroplasty using depuy delta xtend cemented prostheses (cement manufacturer not reported) for repair of proximal humerus fracture. For purposes of the study follow-up, sixteen patients were excluded--7 due to follow-up less than 6 months, one patient expired (no reported causes), 4 patients did not respond to the survey, one patient declined to participate, 2 patients due to dementia, and one due to explantation of the prosthesis after deep infection in a multimorbidity patient--which left sixteen patients for study follow-up. Complications reported included the case of deep infection noted above with implant removal, a patient with transient axillary nerve impairment which resolved completely after 1 month without additional therapy, a case of superficial wound infection, one case of shoulder dislocation requiring revision surgery to revise the inlay to a thicker insert, and one patient presenting with persistent pain resistant to medical therapy, also suffering from major depression. There were no reports of surgical intervention for the patient with transient axillary nerve impairment, for the superficial wound infection, or for the patient presenting with persistant pain. There was observed radiographic evidence of stage 1 scapular notching in 7 patients, but this did not influence shoulder function or pain in any of these patients. All complications will be addressed in individual complaints. This complaint addresses the patient with a case of shoulder dislocation requiring revision surgery to revise the inlay to a thicker insert.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.